Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging a communication issue with the one touch ultralink meter. The patient stated that the result was not sent to the medtronic device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began in the ¿last few days¿. The patient manages her diabetes with an insulin pump. It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The patient claimed, at an unspecified time after the alleged issue occurred, she began to feel ¿thirsty¿. It is not known if the patient received any medical treatment. At the time of troubleshooting, the cca walked the patient through checking the meter features and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.